Event description:
The healthcare professional via the manufacturer representative (rep) reported that when the device/stimulation was turned on, the patient claimed to have pain in the back of the head or left orbital bone/area. It was stated that this started on the day of the report. The impedance was checked and all were within range. An x-ray was taken, and nothing had moved. It was noted from the neurosurgeon that the perspective patient had multiple psychiatric issues. No interventions/actions were taken to resolve the issue, and the issue wasn't resolved at the time of the report. No surgical intervention occurred or was planned. The patient¿s status at the time of the report was alive-no injury. The patient was implanted for non-malignant pain.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Analysis of the ins (B)(4) found that the ins was functionally okay and there were insignificant anomalies. Product analysis (B)(4) analysis information (B)(4)2018 (B)(4)cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referencing the #0 and #8 electrodes} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was offered assistance which they did not want. Further information received from the patient on (B)(6) 2017 reported that they met with the representative in the surgeon¿s office and it was ¿pounding so bad pt could not take it¿. The surgeon told them to shut it off because it was banging so hard causing pain in the head. The patient stated that they ¿could not take whatever it was hitting¿.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that a CT of the device was obtained and it showed no migration or breaks. The device was interrogated and there was no change in impedance. A psychiatry consult was done because of the patient's very unstable mood/mental status. The patient was offered removal. The hcp also consulted over the phone with another physician. The cause of the patient feeling pain in the back of the head when stimulation was on was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's pain hurts their head and they wanted to have it corrected. The patient reported that they take their medicine, but they can't take it anymore. The patient reported that they were getting to the point where they couldn't move around. The patient reported that they then started getting pain in their right leg when they shouldn't have, so they tried turning up the stimulation. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient lost the contact information for patient advocate and also lost the health care professional (hcp) listing sent. The patient reported she was still taking pain meds and getting shots in her back for inflammation. The patient said it got so bad she can barely get up, they have to wheel her up there. The patient said her hcp said it was just going to continue and continue until they got it fixed. Patient indicated she was very depressed. The patient was told so many times she was getting discouraged. The patient said she met with the manufacturing representative (rep) at the hcp's office 3 or 4 times, they could not get it to work. Redirected patient to patient advocate and hcp. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient gets pain in the head. Patient battery explanted and sent for analysis. No further patient symptoms or complications were reported in this event. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.